Event description:
It was reported that this implantable cardioverter-defibrillator (ICD) system had an alert for right atrial (ra) impedances. Trending displayed a few pace impedance spikes. A signal artifact monitoring (sam) episode was also noted. Technical services (ts) reviewed the strips and determined the noise to be respiratory rate trend (rrt) oversensing on the right atrial (ra) channel, resulting in inappropriate atrial tachycardia response (atr) episodes. However, the noisy signals were not always oversensed. Additionally, there were reports of high out-of-range pacing impedance measurements on the ra lead. Possible causes for the clinical observations were discussed, and it was recommended that the rrt continue to be programmed off. Troubleshooting options were performed and none were found. At this time, this ICD remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter-defibrillator (ICD) system had an alert for right atrial (ra) impedances. Trending displayed a few pace impedance spikes. A signal artifact monitoring (sam) episode was also noted. Technical services (ts) reviewed the strips and determined the noise to be respiratory rate trend (rrt) oversensing on the right atrial (ra) channel, resulting in inappropriate atrial tachycardia response (atr) episodes. However, the noisy signals were not always oversensed. Additionally, there were reports of high out-of-range pacing impedance measurements on the ra lead. Possible causes for the clinical observations were discussed, and it was recommended that the rrt continue to be programmed off. Troubleshooting options were performed and none were found. At this time, this ICD remains in service and there were no adverse patient effects reported.